Event description:
It was reported that balloon rupture occurred. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation at around nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further repored that the target lesion was location was located in the mildly tortuous and moderately calcified right iliac vessel. The balloon ruptured on the first inflation at approximately 15 seconds.

Event description:
It was reported that balloon rupture occurred. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation at around nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.